Event description:
Arterial cardiopulmonary bypass circuit filter failed to allow more than 2.0 liter/min flow within 4 minutes of pt going onto bypass. Pump prime had been circulated through the filter for a time of 30 to 45 minutes or longer at temperatures ranging between approx 20 degrees celsius and 40 degrees celsius. Bypass was initiated and hypothermia introduced to 27.5 degrees celsius mixed venous return temperature. Before 4 minutes of bypass time had elapsed, arterial pressures had fallen to approx 55 - 70 mmhg, requiring inspection of lines. Inspection revealed no kinked or clamped lines. Rpm was increased to > 4000 rpm to increase flow. Pressures did not respond. Venous bag levels were increasing and outlet side lines from the pump console were taut, indicating a high line pressure. The perfusion circuit arterial filter bypass loop was unclamped. Flows immediately increased to 6 +l/min and were adjusted to approx 4.8 to 4.9 l/min, and arterial pressures rose from 65 to 70 mmhg. Previously pressures had been aprrox 60 mmhg with flows of approx 5.2 to 5.3 l/min. The filter was clamped out of the circuit and harvested at the end of the case. Arterial blood gases were drawn shortly after the incident and are recorded in section 6. Pressures were lower than 40 mmhg for less than approx one minute.